Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via telephone call that the blood glucose ran high. The blood glucose reading was 490 mg/dl. The customer had syringes available but had only been treated with the insulin pump at that time. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The time and date were correct. The basal rates and bolus wizard were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The caller was unable to perform the high pressure test and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.